Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and infusion set not adhering. Blood glucose level at the time of the incident was 460 mg/dl. It was not noted how the customer treated the high blood glucose reading. There was no troubleshooting performed. The infusion set nor the insulin pump will not be returned.